Event description:
Patient received burns on inner and outer mouth from cautery. A needle tip bovie was used and patient was grounded on left lateral thigh with bovie pad. Surgeon noticed that bovie tip wasn't properly insulated and that a part of the insulated portion was missing, however the burns seem to come from the white insulated part of the bovie pencil that was resting on the patient lip in between uses. It would seem that their was a malfunction with the bovie pencil itself because upon changing the bovie tip the same issue reoccurred with the patient being burned around the mouth. As a result, a new bovie pencil was instead opened and the issue was resolved. At the end of surgery noticeable burns were noted on inside and outside mouth areas. And surgeon requested bacitracin ointment to be applied before going to pacu. Upon returning from my lunch to the operating room, I was informed that the patient I was caring for, had sustained burns on inner and outer mouth from electrocautery pencil. The surgeon noticed that the needle tip bovie was not properly insulated and some parts were missing. A new pencil was provided and the issue was resolved. The malfunctioning pieces were saved and pictures were taken. Bacitracin ointment was ordered before transferring the patient to pacu.